Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 72 hours or as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer failed to properly cycle the cartridge. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion set is indicated for use with the mobi pump for 3 days. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.